Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to technical services to inquiry regarding possible warranty. To date, no device changes have been initiated and no adverse patient effects have been reported. The device model and serial is not under any current product advisories.